Manufacturer narrative:
To date the product has not been returned for analysis. The data logs have been returned and are being evaluated for the cause of the pump stop. Upon completion of the investigation, a final report will be filed.

Event description:
The complainant had an impella 5.5 pump placed for a patient with cardiomyopathy. In addition the patient was covid 19 positive. The 5.5 was placed as an escalation of care from the intra-aortic balloon pump (iabp). The iabp was not enough hemodynamic support. The impella 5.5 was placed via the right axillary artery to the left ventricle. The 5.5 supported the patient for 7 days and then it stopped. The team was unable to restart the pump despite troubleshooting measures. The patient later expired. The physician did state the death was due to clotting secondary to the covid 19+.

Manufacturer narrative:
Since the initial report was filed, the investigation into the pump stop has concluded. The team returned the data logs for analysis but not the physical pump. The logs revealed that the team had coagulation difficulties during support. During this time the team opened the purge system for an unknown reason. When the pump ran without purge fluid the pump began to fail. The pump without proper purge fluid is then allowing for blood ingress to the motor which can cause the pump to stop. The physician is aware of the issue caused by staff failing to have proper purge fluid for the pump motor and proper operation. The failure mode will be monitored.